Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a total hysterectomy, the subject device was used. Probe damage error occurred. When the user checked the subject device outside the patient, the probe was broken off. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the probe.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 16 mm from the distal end. The probe around the broken point had a mark contacted with the grasping section. The fracture surface of the probe showed that crack developed from the scratch. The grasping section had a mark contacted with the probe. The tissue pad of the subject device was worn. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad at the proximal side was damaged since the user activated output while the subject device was grasping a thick and hard tissue. It was also known that the proximal side of the grasping section and the probe came into contact since the tissue pad at the proximal side was damaged, consequently the probe cracked, and besides the probe was broken off when the probe was subjected to a load. The above device handling has warned in the instruction manual.